Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the basal delivery totals in the total daily dose history did not match the active basal program total without a known cause for the variation. It was reported the patient's blood glucose was 441 mg/dl with extreme thirst. This reported health event does not qualify as a serious injury. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of troubleshooting.